Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The last infusion set change was three days prior to hospitalization. Troubleshooting was performed and the insulin pump passed the required testing.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.